Manufacturer narrative:
Correction: disregard file (suspect device is now a concomitant).

Event description:
It was reported that there was an issue with corrosion and damage to the device iui connectors. Two photos were obtained from the customer showing this damage. There is no further information to date.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that there was an issue with corrosion and damage to the device iui connectors. Two photos were obtained from the customer showing this damage. There is no further information to date.